Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller stated that patient has debilitating pain after implant and currently patient is sedated and intubated. Caller wasn't able to give more information on where the pain is located. Phone call was made to patient. Spoke with patient. Patient did not have much time for questions as they were on their way out. Agent asked clarifying questions: patient confirmed they were hospitalized and intubated/sedated, and the cause is currently unknown. Patient reported the hcp suspects that an inflamed nerve was hit during implant, but confirmed the cause has not been confirmed. Patient did not have time for additional questions.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.